Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The hex nub broke off in the positioner/pin guide handle.

Manufacturer narrative:
Examination of the submitted device confirmed the locating peg/post has broken off the guide. The device has been levered with possible side impacts while assembled to the mating instrument resulting in the peg breakage. A complaint database search against product code 223000016 found previous reports of breakage. A design change was implemented in 2011 to improve the hex connection for better fit with the curved handle, added a posterior slot for increased ease of removal, and a new annealing process to the material for enhanced durability. Although the current complaint sample devices was manufactured after the implementation of the design change was implemented in 2011, the root cause is being attributed to user technique/misuse. Based on the root cause determination of as the root cause, the need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.